Event description:
Discrepant results when compared to a lab. The reported device result was 7.0 inr. The corresponding lab result reported was 3.7 inr. Another pt result reported was 6.7 inr with a repeat test of 6.5 inr compared to the lab inr value of 4.2.